Event description:
Pt with hemi-arthroplasty revised for persistent pain, converted to total hip. At time of the revision, surgeon noted that the femoral head appeared to be cracked. This was verified upon extraction.